Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that when the cartridge was removed from the pump, the customer reported the middle of the cartridge leaked. Reportedly, this occurred with multiple cartridges. The customer reported a blood glucose (bg) level of 147 mg/dl for the event; however, the customer reported another bg level of 800 mg/dl with ketones and the customer went to the emergency room (ER). The customer was treated with intravenous fluids and manual injections of insulin. Reportedly, the suspected cause of the elevated bg level was a cartridge leak. The customer left the ER with a bg level of 115 mg/dl. A follow up from a clinical diabetes specialist on (B)(6)2017 reported that the customer let the pump battery fully deplete. When the pump was recharged, the pump showed that there was no insulin in the cartridge and the customer assumed that the cartridge had leaked. Reportedly, the customer wears the pump in a bra while the customer works in construction and the pump was often covered in sweat. The customer went back on pump therapy and it was reported that the bg levels were under better control.